Event description:
It was reported that this right ventricular lead is exhibiting an unknown product performance issue. Rv lead explant is scheduled. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.